Event description:
It was reported that the device failed to ventilate while being used on a patient. The device alarmed with 'check ventilator assembly'. The patient had to be manually ventilated and another ventilator brought in to be used on the patient. No patient injury reported.

Event description:
It was reported that the device failed to ventilate while being used on a patient. The device alarmed with 'check ventilator assembly'. The patient had to be manually ventilated and another ventilator brought in to be used on the patient. No patient injury reported.

Manufacturer narrative:
The device log was analyzed for the procedure in question. Just from the beginning of automatic ventilation a too low vacuum pressure was repeatedly detected, and several "check vent assembly" alarms were posted. In this case automatic ventilation is restricted. Manual ventilation as well as monitoring functionality is not affected. During on-site inspection by a dräger service technician a faulty vacuum pressure sensor, placed onboard the pcb vgc, was identified. The vacuum pressure is traced by the pressure sensor. After falling below the limit of -80hpa the device alarmed "check vent assembly" as specified. The pcb vgc analog has been replaced and no further issues have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.